Event description:
Customer reported device = 334 mg/dl. Customer took insulin. Customer felt ill. Customer's spouse took pt to the hospital. Hospital device had a low result, however the value was not provided. Customer was given sugar to elevate blood glucose before being released. No controls were used. A request was made for return product and replacement product was sent.